Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia and diabetic ketoacidosis on (B)(6) 2026. The blood glucose level was 386 mg/dl at the time of event and patient got treated with bolus on the pump and also through syringe no further information is available.